Event description:
The customer reported that the insulin pump had been alarming power system error every 4 hours during the morning. The alarms were confirmed in the history. The insulin pump has not been bumped or dropped. Blood glucose value was 13.4 mmol/l. Customer will revert to a back up insulin pump and a replacement will be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.